Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: blade would not stay attached. Case type: tka. Functional inspection: shows that the blade is clamped properly in the attachment and stays locked while running. The failure mode is not confirmed. Visual inspection: shows normal wear and tear damage to the part. See attached picture. Dimensional inspection: not performed as functional and visual inspection were sufficient to refute the complaint. Material analysis: not performed as no material failure is alleged. Product history review: product history review respectively shows the number of devices manufactured, devices that failed inspection, and their nc/npr/qt numbers if applicable. Date inspected: 1/22/2019, 1/9/2019, 12/20/2019, 12/19/2018. Devices manufactured: 12, 14, 9, 20. Devices failed inspection: 12, 0, 9, 20. Nc/npr/qt numbers: qt19-01-0076, qt18-12-0085, qt18-12-0077. Product history review shows the non-conformance(s) is/are not related to the failure alleged in this complaint. Complaint history review: a review of complaints related to p/n: 212186, lot number: 35021218/3504741 shows no additional complaint(s) related to the failure in this investigation.complaints related to p/n: 212186 will be tracked by trend request# 1191. Conclusion: the report of the blade coming loose on the saw attachment was not confirmed. The issue occurred during a case but did not cause any harm and the case was completed successfully. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
Blade would not stay attached. Case type: tka.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Blade would not stay attached. Case type: tka.